Event description:
A patient reported experiencing blurred vision in her left eye, which had a monofocal intraocular lens (iol) implanted. This visual impairment has affected her ability to recognize faces on her television. Additionally, the patient observed a black, floating spot in her vision. Despite using over-the-counter eye drops, the blurred vision persisted. The patient indicated undergoing bilateral iol implantation in 2019. Approximately four months ago, the patient noticed a black dot in her left eye, and two months later, her blurry vision began. The patient mentioned that this issue has been resolved, and her vision is currently fine with no issues. Around (B)(6) 2025, the patient returned to her doctor who reportedly cleaned all the gunk in her left eye using a laser treatment. The patient is unclear whether the condition was posterior capsule opacification (pco) and if a yttrium-aluminum-garnet (yag) laser was used, only recalling that a laser was involved. The patient emphasized that only her left eye was treated, and her right eye is fine. She confirmed that no additional medications or procedures were performed on her eye at that time. Further details were not provided.

Manufacturer narrative:
Section d6b: if explanted; give date: not applicable as the device remains implanted. Section h3: the device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.